Event description:
It was reported that approximately three months after the implant procedure, this right ventricular (rv) lead was exhibiting high capture thresholds. X-ray examination noted that there was less slack, and thus the physician suspected that a micro-dislodgment occurred. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that approximately three months after the implant procedure, this right ventricular (rv) lead was exhibiting high capture thresholds. X-ray examination noted that there was less slack, and thus the physician suspected that a micro-dislodgment occurred. The physician decided to explant and replace this lead and noticed during the explant that the helix would not completely retract. No additional adverse patient effects were reported.